Event description:
It was reported that the 9800 system had poor image quality with dark image on both monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The both monitors were replaced and calibrated during the service call. The system was tested and found to be working as intended and put back into service.